Manufacturer narrative:
Section b5 was updated to include additional patient data provided by the customer. The complaint investigation for a falsely elevated alinity I free t4 results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Return testing was not completed, as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and in-house retained kits of lots 63089ud00 and 65500ud00, stored at the recommended storage condition. Testing met acceptance criteria and the products are performing as expected. An increase in complaints has been observed for the lots, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances or deviations for the likely cause lots and complaint issue. Manufacturing documentation for the likely cause lots was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I free t4, lot numbers 63089ud00 and 65500ud00, was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for numerous patients. The following data was provided (0.70-1.48 ng/dl): sample ID (B)(6), tested with lot number 63089ud00, initial result, on (B)(6), was >5.00, repeat was 1.87, repeated on (B)(6) and the result was 1.03 ng/dl. Sample ID (B)(6), tested with lot number 63089ud00, initial result, on (B)(6), was 1.49, repeat was 2.27, repeated on (B)(6) and the result was 0.89 ng/dl. Sample ID (B)(6), tested with lot number 63089ud00, initial result, on (B)(6), was 2.03 ng/dl, repeat was 1.90, repeat, on the (B)(6) was 1.03 ng/dl sample ID (B)(6), tested with lot number 63089ud00, initial result, on (B)(6), was 1.60, repeat was 0.93 ng/dl. Sample ID (B)(6), tested with lot number 65500ud00, initial result, on (B)(6), was 2.51, repeat results were 0.89, 1.71 ng/dl, and on (B)(6) was 0.90 ng/dl. Sample ID (B)(6), tested with lot number 65500ud00, initial result, on (B)(6), was 3.03, repeat was 0.95 ng/dl. Sample ID (B)(6), tested with lot number 65500ud00, initial result, on (B)(6), was 1.55, repeat was 0.79 ng/dl. Sample ID (B)(6), tested with lot number 65500ud00, initial result, on (B)(6), was 1.75, repeat, on (B)(6), was 1.06 ng/dl. Additional patient results were provided 20nov2024 through 26nov2024: sample ID (B)(6), tested with lot number 65500ud00, initial result, on (B)(6), was 1.78, repeat was 0.89 ng/dl. Sample ID (B)(6), tested with lot number 65500ud00, initial result, on (B)(6), was 1.53, repeat was 1.06 ng/dl sample ID (B)(6), tested with lot number 65500ud00, initial result, on (B)(6), was 2.80, repeat was 1.11 ng/dl sample ID (B)(6), tested with lot number 65500ud00, initial result, on(B)(6), was 3.17, repeat was 1.35 ng/dl sample ID (B)(6), tested with lot number 65500ud00, initial result, on (B)(6), was 1.67, repeat on (B)(6) was 1.02 ng/dl sample ID (B)(6), tested with lot number 65500ud00, initial result, on (B)(6), was 2.07, repeat was 0.94 ng/dl. There was no impact to patient management reported.

Manufacturer narrative:
MDR number 3005094123-2024-00599-00 has been submitted for lot number 65500ud00. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = see section b5. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results for several patients. The following data was provided (0.70-1.48 ng/dl): sample ID (B)(6), tested with lot number 63089ud00, initial result, on 31aug, was >5.00, repeat was 1.87, repeated on 02sep and the result was 1.03 ng/dl. Sample ID (B)(6), tested with lot number 63089ud00, initial result, on 09sep, was 1.49, repeat was 2.27, repeated on 12sep and the result was 0.89 ng/dl sample ID (B)(6), tested with lot number 63089ud00, initial result, on 17sep, was 2.03 ng/dl, repeat was 1.90, repeat, on the 18sep was 1.03 ng/dl sample ID (B)(6), tested with lot number 63089ud00, initial result, on 18sep, was 1.60, repeat was 0.93 ng/dl sample ID (B)(6), tested with lot number 65500ud00, initial result, on 10oct, was 2.51, repeat results were 0.89, 1.71 ng/dl, and on 11oct was 0.90 ng/dl sample ID (B)(6), tested with lot number 65500ud00, initial result, on 11oct was 3.03, repeat was 0.95 ng/dl sample ID (B)(6) tested with lot number 65500ud00, initial result, on 18oct, was 1.55, repeat was 0.79 ng/dl sample ID (B)(6), tested with lot number 65500ud00, initial result, on 09nov, was 1.75, repeat, on 11nov, was 1.06 ng/dl there was no impact to patient management reported.